Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, customer did not adjust their pump time for daylight savings. Tandem technical support guided the customer through adjusting their time. Customer's blood glucose level was not impacted.